Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 7 months post implant of this 12mm pulmonary valved conduit in this 7 day old pediatric patient, it was explanted and replaced with a 20mm pulmonary valved conduit. The reason for the replacement was not reported. No additional adverse patient effects were reported.